Event description:
Drager evita xl vent failure: ventilator was run through sys check prior to placing on pt. Check passed, placed on pt. The vent went into apnea ventilation and would not ventilate pt. Also would not allow therapist to reset it or change settings. Pt removed from vent and manually ventilated by physician to 100% oxygenation. Vent removed from svc and sent to biomed dept. New vent applied and pt ventilated without issue. Ventilator was found to have a pneumatic sys failure on the internal panel and needed a new flow sensor cable. Dates of use: (B)(6) 2006 - (B)(6) 2011. Diagnosis or reason for use: post open heart surgery.